Manufacturer narrative:
Title: robotic-assisted pancreaticoduodenectomy with vascular resection. Description of the surgical technique and analysis of early outcomes source: surgical oncology 35 (2020) 344¿350, https://doi.org/10.1016/j.suronc.2020.08.025. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between 2013 and 2019, suture was used to reconstruction of the pancreatojejunostomy to suture to secure the pancreatic parenchyma to the jejunum during robotic pancreaticoduodenectomy with superior mesenteric-portal vein resection and reconstruction. Postoperatively, the following complications were reported: biochemical leaks, blood loss up to 689ml, reoperations (one which was due to the disassembly of pancreatico-jejunostomy), post-pancreatectomy hemorrhage, and intraperitoneal fluid collection.